Event description:
Reporter has been using dexcom g7 for 2 years and states she experiences frequent failures with this product and it does not last the expected 10 days. Reporter states the device was malfunctioning and giving on and off readings for 10 hours until the screen said sensor failed and she had to use a new one. She states the sensor only lasted 8 days and she lost 2 days of use. She reports of no adverse events occuring.